Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery when there was no insulin left and that the insulin pump showed units were left in the reservoir. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed displacement test due to out phase motor encoder signal. The insulin pump passed prime, basic occlusion and excessive no delivery alarm test. No excessive no delivery alarm noted. The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.